Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction:user had an inaccurate reference. Note test strip-(B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. A relative is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 266, 305 and 206 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 204 mg/dl and 202 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/22/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 266mg/dl (B)(6) 2016 11:33 am fasting:yes, 305mg/dl (B)(6) 2016 11:32 am fasting:yes, 206mg/dl (B)(6) 2016 11:31 am fasting:yes, 256mg/dl (B)(6) 2016 10:10 am fasting:yes, 303mg/dl (B)(6) 2016 10:08 am fasting:yes, memory concerns:high result.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. A relative is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 266, 305 and 206 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 204 mg/dl and 202 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/22/2018 and open vial date is 11/05/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:high result.